Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent an implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) in which during the induction process there was a successful break and then telemetry was lost and a yellow screen appeared on the programmer. An attempt was made to retrieve the captured subcutaneous electrocardiogram (s-ECG) however it was unable to be found. A review in latitude nxt does not show a successful upload after this timeframe. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient underwent an implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) in which during the induction process there was a successful break and then telemetry was lost and a yellow screen appeared on the programmer. An attempt was made to retrieve the captured subcutaneous electrocardiogram (s-ECG) however it was unable to be found. A review in latitude nxt does not show a successful upload after this timeframe. This s-ICD remains in service. No adverse patient effects were reported.